Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Insulin pump unable to performed displacement test due to no button response. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratch on lcd window and cracked battery tube threads.

Event description:
The customer reported a button error alarm. The blood glucose reading was 431 mg/dl. There were no significant events that led to the event. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.